Manufacturer narrative:
The final device was evaluated and the issue was confirmed; there were bent prongs. The device was repaired and returned.

Event description:
This report summarizes 2 malfunction events, where it was reported the device had accessible electric current. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. One device was evaluated in the field and the issue was confirmed; there was a bent component. The device was repaired and returned. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the device had accessible electric current. There was no patient involvement.